Event description:
The manufacturer received information alleging a ventilator inoperative and ventilator service required condition occurred. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative and ventilator service required condition occurred. The ventilator was to be returned to a third-party service center but due to the device failing the required data wipe, the device shipment was delayed. Due to privacy policies, certain information must be removed from the device prior to shipment to a third-party service center. Due to the delay, customer decided to receive credit for the device rather than wait for service. Credit issued, no evaluation or repair of device will be performed.